Manufacturer narrative:
After receiving this complaint, we searched for other complaints, and we found none regarding the lot number 9472395. In (B)(6)2025, we received one used sample. After disinfection, it was observed that the y part of the catheter was broken, probably due to an excess of force. According to the information known, the quality database was checked and revealed no anomaly in relation to the described defect. A similar case study was performed based on prostatic catheter defects: connector damaged, over last four year, 8 similar cases were found. A risk management file evaluation was performed based on the hazardous situation: catheter disconnects itself or leaks. The evaluation has shown that risks are adequately controlled and reduced as far as possible in the state of art level. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.

Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation. B3: estimated date.

Event description:
According to the available information the end used to connect to the irrigation bag broke.